Event description:
John naney reported that when the pump was plugged in for charging, it often failed to connect, requiring the device to be restarted and the cartridge reloaded. This resulted in insulin waste and interruptions to therapy, raising concerns about reliability. There was no adverse impact to the customer's blood glucose level. However, the customer declined troubleshooting and cts follow-up at the time. They were out of warranty and were in the process of getting a new device. No further action was needed.